Manufacturer narrative:
Concomitant medical products:product ID 37761, serial# unknown , product type: recharger; date of event: date is approximate . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain and postlaminectomy pain indications for use. It was reported that the patient stated probably a couple weeks ago, the last couple times they charged the implant, they had problems with charging and said charging took forever. The patient examined equipment and noticed the desktop charger (dtc) pin was bent so they tried to bend the pin back, but the pin fell off. While getting up to get the dtc, it took the patient a while as they said their hip hurt and they had neuralgia in their head that was awful. The patient said the ins was put in for the hip pain, and the ins has been working pretty good, but said sometimes they had a little bit of pain there, but not very much. An email was sent to the repair department to replace the dtc.

Manufacturer narrative:
Continuation of d10: product ID 37761 lot# serial# unknown implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt reported a couple of weeks they started having problems charging the ins. Ins was at 3 quarters and now it went down to only a quarter. Pt said they did not want to loose the charge and not get any relief, pt said they needed to charge so that they do not have back pain. Pt used the recharger on the call and confirmed they had no coupling bars. Insr battery was full. Pt said the rep told pt to replace the recharger. On the call instructed pt to do antenna locate feature (al). Pt then was able to get 4 coupling bars. Reviewed pt can continue repositioning antenna to try to get more bars. Reviewed coupling depends on the position of the antenna and ins. Pt agreed that they did notice the position of ins had changed. Pt will call back if issue is not resolved. Pt does not have any managing hcp. Pt said dr. Randy gehring was the surgeon and moved to wi. Pt went back to the same clinic to another hcp once when they had a problem and were hurting and the other hcp was rude and arrogant. Pt did not say that the problem was related to device. Pt also mentioned they were in a wheelchair

Manufacturer narrative:
Product ID 37761, serial# (B)(6), product type recharger h3. Analysis found that the cable assembly connector pins were broken. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported the patient called in to request a new part for their stimulator because they were having trouble with it. They had to charge the stimulator several hours to get a full charge to get all eight of the boxes filled. They still could not get the fully charge signal and it used to only take an hour or two at most. They have had the stimulator for five years and never had trouble with it until recently.

Manufacturer narrative:
Continuation of d10: product ID 97754 serial# (B)(6) product type recharger product ID 37761 serial# (B)(6) product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.